Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported deflation problem was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported that the xience skypoint stent delivery system (sds) was not prepared for use outside the patient anatomy. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It is unknown if the IFU deviation directly caused or contributed to the reported event. It was reported that negative pressure was applied for five seconds to deflate the balloon. It should be noted that the eifu specifies: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10¿15 seconds longer. In this case, it is likely the IFU deviation contributed to the reported event. In this case, it is likely the balloon was not allowed sufficient time to deflate before an attempt was made to remove the device, resulting in the reported deflation problem. The reported patient effect of angina is listed in the eifu as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6 - medical device problem code 2017 clarifier - incorrect prep. H6 - medical device problem code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the proximal to mid left anterior descending artery. The 4.0x28mm rx xience skypoint stent delivery system (sds) was not prepared for use outside the patient anatomy. The sds was advanced to the target lesion and the stent deployed; however post deployment negative was applied for 5 seconds and the balloon would not deflate. Multiple attempts were made to deflate the balloon; the patient experienced chest pain due to the inflated balloon. Finally on the third attempt the balloon partially deflated and the sds was able to be removed and the chest pain resolved. There was no damage noted to the implanted stent and the procedure was completed with good results. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.